Event description:
Per the clinic, the patient experienced a recurring infection and skin breakdown at implant site. Subsequently, the patient underwent a skin flap revision surgery using skin harvested from the neck area (specific date not reported) and was treated with topical antibiotics (date and duration not reported) post-surgery. The implanted device remains.

Manufacturer narrative:
This report is submitted on november 15, 2021.